Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Do you have a photo of the packaging? Is the problem related to both lot number jcp956 and gpp752? Or is the lot gpp752 mentioned as a comparison?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During the procedure, it was found that a description of the needle for this suture was different on the packaging as to what is in the catalog. Reverse cutting needle was on the packaging and spatula in a catalog. All other description was correct. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: my understanding is that both lot numbers are being reported as complaint products. Unfortunately, no photo is available. Likewise, we are still following up on product return. We will ship these to be investigated as soon as possible. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
An unopened sample of product code 1713, lot # gpp752 and an unopened sample of product code 1713, lot # jcp956 were returned for analysis. During the visual inspection of two unopened samples, it was observed that the two samples had the same needle sales type stc-6 and product code 1713, however the description of the needles and the draws of shape of the tip of the needles were different at the folders, one belongs to a straight reverse-cutting needle and the other belongs to a straight spatula. Also, the lot numbers were reviewed in the system and it was observed that the lot # gpp752, mode code 1713v33 contains revision graphics-v011 and the lot # jcp956, mode code 1713v11 contains revision graphics-v012. In addition, the packets were opened and the needles were examined for visual inspection and the needles belong to a micro point reverse cutting needle. Due to the difference of graphics a change was performed to align the labeling with the product inside on the folder. Per the sample condition, the assignable cause is due to an issue during code graphic creation of product code 1713v33. This issue was corrected under a corrective action.